Event description:
It was reported by the legal guardian that the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). When the pod was removed the cannula was found to be bent.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.